Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, customer experienced difficulties drawing blood as the blood could not flow in an unspecified number of devices. Patients were re-stuck. There was no health impact or consequence reported.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, customer experienced difficulties drawing blood as the blood could not flow in an unspecified number of devices. Patients were re-stuck. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 29-aug-2025 investigation summary bd received 3 samples from lot 25b11t1 and 3 samples from lot 25c20t1 for investigation. The samples were evaluated by functional testing and the indicated failure mode for insufficient blood flow with the incident lot was not observed. Additionally, 10 retention samples from each lot from bd inventory were evaluated by functional testing and no issues were observed relating to insufficient blood flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.